Event description:
The user reported that during cardiopulmonary bypass, the cannula tube developed a flow restriction (tubing kink). There were no reported adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.